Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection for a very low cancer, two surgeons with vast product experience operating got to the state of the procedure where the device was used to re-join the patient after the tumor was removed. The device fired with usual steps to use, crunch of washer broken, handle released and safety on. It seemed routine up until this point, the surgeon removed the device after loosening the anvil as instructed in IFU, but said it didn¿t feel right/as it usually would. Checked donuts and they looked complete. Completed leak test and there was a clear problem as the test failed. Surgeon checked the anastomosis with fingers. Posterior third anastomosis, staples had failed to form. Surgeons attempted to over sew the failed section of the anastomosis but were unable to as the access was very limited (with it being posterior). Attempt to suture failed after thirty to forty minutes. Due to how low the resection was, they were left with no tissue below the staple line to tray and redo the anastomosis, simply no space as almost at pelvic floor. Forced to create what¿s likely to be permanent colostomy, later explained to patient in itu. He¿s being kept there as he had extended op-time and has risk of peritonitis.

Manufacturer narrative:
(B)(4). Batch # n5662c. Additional information was requested and the following was obtained: did the patient receive any pre-op radiation or chemotherapy? The patient did not receive any pre-operative radiation or chemotherapy. Where in the green range/gap setting scale was the indicator located prior to firing? The green gap indicator was set correctly prior to firing. Was the device difficult to close? The device felt entirely normal to close. Did the surgeon wait 15 seconds and then retighten prior to firing? The device was correctly fired after more than 15 seconds waiting time. Were the donuts symmetrical? The donuts were symmetrical and nice complete circles. Was the washer inspected? If so, please describe. The washer was removed as usual to extract the second donut and was normal in appearance. Can you please explain what the surgeon meant by ¿it didn¿t feel right¿? The comment ¿it didn¿t feel right¿ was about the anastomosis, not the gun. The gun felt entirely normal and gave no indication that it had not fired correctly. Were additional maneuvers used to free the device when ¿it didn¿t feel right¿? No. Additional maneuvers were required to remove the gun after firing. At the posterior wall, were any staples visible? If so can you please describe shape? After the failure of the air leak test the anastomotic ring was digitally and visually inspected. This showed that the anterior two thirds of the anastomosis was intact with properly shaped staples. However the posterior third showed staples which were unshaped with the sharp prongs protruding into the lumen. Were there anatomic or technical barriers to hand-sewn coloanal anastomosis? The anastomosis was very low behind the prostate in a large man, with insufficient length to achieve a safe hand sewn colo-anal. What is the current patient status? The patient has recovered and is at home with his permanent end colostomy. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained from the surgeon: per the surgeon, everything was fine regarding the firing of the device. When he took the gun out and disassembled it, donuts were complete and symmetrical. An air test was performed and there was a large amount of air came out. His colleague did a rectal exam and the posterior third of the staples hadn¿t formed at all, they were u shaped as if they had not been advanced toward the anvil. The anterior 2/3 of anastomosis had perfectly formed staples. They then looked at the anastomosis with a telescope. The surgeon had to go in and extract the unformed staples. The surgeon tried to put a purse string into short rectal stump but it wasn¿t possible. There was staple residue which prevented the purse string. He brought up a colostomy with transverse sutures to close rectal stump. Per the surgeon, the tissue was not thick. The patient had not received any pelvic radiation. The surgeon waited 15 seconds after tightening the device and retightened. There was not any further movement after waiting 15 seconds. The gap setting scale was just below the midpoint. There wasn¿t an option to do a pull through from below because he felt the patient would have poor function. The purse string was not thick on one side. The patient had an early stage tumor, not a ¿bulky¿ patient. He is a long time user of this device. Patient is currently in good condition.